Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator was not able to ventilate the patient to the requested parameters. By increasing the parameters, it was possible to recover the ventilation initially desired. Later, while the patient was still connected and ventilated during a CT scan, the ventilator - still on - stopped providing ventilation, with no alarms issued or displayed. No patient health consequences had been reported.

Event description:
It was reported that the ventilator was not able to ventilate the patient to the requested parameters. By increasing the parameters, it was possible to recover the ventilation initially desired. Later, while the patient was still connected and ventilated during a CT scan, the ventilator - still on - stopped providing ventilation, with no alarms issued or displayed. No patient health consequences had been reported.

Manufacturer narrative:
The investigation of the oxylog 3000, manufactured in 09/2004, was based on the reported event and enhanced information like service report, photos, correspondence and logfile. It was reported that the device failed in operation, during a transport, without alarm. Onsite a dräger service technician examined the affected device. It was found, that one of the wires of the peep valve was disconnected. Unfortunately, logfile provided only shows entries from 02/25/2021, but the incident was one day earlier on 02/24/2021, so it cannot be proven if and what the device alerted during the event. However, it is visible that the lower alarm limit for mv was set to the default value of 0.5 l/min. The necessary airway pressure could not be built up as one of the wires inside the peep valve was broken, inhibiting the valve from closing. In case of a technical problem (e.g. 'Was not able to ventilate the patient') the device alarms visually and acoustically if alarm limits are properly set. When the device test was performed, a peep valve that could no longer be actuated would have been detected and alarming a system leakage. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. Due to the lack of information in the logbook on the date of the event, the case is not fully traceable. The device was repaired and is back in clinical use without any deviations. This part usually does not need to be replaced during lifetime of the device, however in isolated cases it may need to be replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.